Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. There were no damaged cables. The instrument articulated as expected during manual articulation. The grips opened and closed properly. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.